Event description:
Information was received from a consumer (con) regarding a patient receiving unknown drug via implantable pump. The indication use was spinal pain indications. It was reported that they received their communicator replacement but realized what they were doing wrong so they sent back the unopened communicator. The patient stated they were noticing the handset taking longer to connect to the pump again. The agent reviewed information and assisted the patient with clearing data within the handset. The agent reviewed the communicator placement considerations. The patient was able to connect to the pump much faster and confirmed the issue had resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.